Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On 04/15/2024, it was reported that the patient was doing some laundry after that, she went to bed and didn´t know what happened next. The patient lost consciousness and didn´t experienced any symptoms. The husband treated the patient with insulin before ems arrived (no information why the patient was treated with insulin during hypoglycemia). The patient´s husband called ems and they took a bg readings which was 32 mg/dl and the cgm was 160 mg/dl. The paramedics treated the patient with glucagon injection and the patient recovered. Before they left they took another bg reading but no value was provided. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.